Manufacturer narrative:
During preventative maintenance, photos of tubing were sent to cardioquip epidemiology by a service technician onsite. Due to the discoloration and presence of biofilm in the tubing, epidemiology recommended that the device undergo an internal water pathway replacement. The customer was notified of the contamination via email. The device was received by cardioquip and an internal water pathway replacement was performed. Cleaning procedures were then performed on the device per wi-09. Following the repair, an inspection was performed, and the device is fully functional.

Event description:
A cardioquip technician notified cardioquip service that the internal tubing of this device was found to be suspect for contamination during a depot repair. The technician took pictures of the internal tubing of the device and sent it to cq for review. Cq director of operations and epidemiologist reviewed the pictures, and recommended that the device receive an internal water pathway replacement due to the brown discoloration of the tubing and presence of biofilm. The customer was sent a quote for an internal water pathway replacement on (B)(6) 2023, no patient involvement was reported.